Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer comments product deficiency with display board (smaller led 7-segment). Customer (B)(4) called in receiving devices with dim led 7-segment displays. He mentions they have had to replace more than 10%, their devices display board assembly. Reference device 8100 (s/n (B)(4). Please give a call back to assist customer going forward.